Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator was in back up mode without backup defibrillation option (bdfo). The implantable cardioverter defibrillator was successfully restored. The patient was recovering after the restoration.